Event description:
Additional information was received that indicated that the patient did not have adverse events associated with the stents, but she had a reaction to plavix. The patient was tested for cyp2c19 - which is for the reduction/metabolism of plavix and she was positive, which is the reason why the stent restenosed (twice). She indicated that the 1st cypher stent was implanted on (B)(6) 2006 in the proximal lad and the lesion went from 95% to 0%. There was no information on the stent deployment pressure or post-dilation. During this procedure, the cypher stent implanted in 2006 was patent. Regarding the chest pain that occurred on (B)(6) 2009, the nurse indicated that patient is convinced that jumping into a cold pool is what caused the stent to collapse. The physician has indicated that could not be the cause. The patient had fibromyalgia and this or the stent restenosis could have been the cause of the chest pain. There was no treatment for this event and she was seen in (B)(6) for this event. Regarding the (B)(6) 2010 event, the patient was admitted with chest discomfort. The stent in the mid lad had 100% restenosis.

Manufacturer narrative:
The patient did have 4 xience stents implanted; 1 in the proximal lad and there was no information as to whether it was within 5mm from the cypher stent in the proximal lad. The notes indicate that the cypher in the proximal lad had 30% stenosis. The 2nd and 3rd xience stents were implanted in the mid lad one distal and one proximal to the cypher stent. The 4th xience stent was implanted in the obtuse marginal. A patient called for medical information and reported adverse events. Per the patient the physician stated that her stent "collapsed and failed." Additional information from the physician's office clarifying the events reported that the patient had a cypher stent (cws28350/ a0706113) implanted in the proximal left anterior descending (lad) and approximately 2 years and 7 months after the index procedure, a 2nd cypher (cxs18275/ 14065681) was implanted in the mid lad; the cypher in the proximal lad was patent. Approximately eight months later, the patient had chest pain and 100% restenosis of the stent in the mid lad was found 3 months later. There was 30% stenosis in the proximal lad and a noncordis xience stent was implanted in the proximal lad. It is not known if it was within 5mm from the cypher in the proximal lad. Two xience stents were implanted in the mid lad, one distal and one proximal to the cypher stent. A fourth xience stent was implanted in the obtuse marginal. It was reported that no other adverse event was associated with these events and that the patient was tested for cyp2c19 - which is for the reduction/metabolism of plavix and she was positive, which is the reason why the stent restenosed. The patient's medical history includes coronary artery disease, diabetes, immune disorder, fibromyalgia, arthritis, high cholesterol, and depression. Both the cypher in the proximal lad and mid lad were implanted in a 95% stenosis of which resulted in 0% stenosis. There is no further information regarding this procedure. The patient reported that eight months after the second procedure she jumped into a cold pool and had chest pain. The patient had fibromyalgia and per the physician, this or the stent restenosis could have been the cause of the chest pain. There was no treatment for this event and three months later additional stents were implanted for demonstrated restenosis in the lad. The patient is currently on aspirin and effient. The stents remain implanted and therefore are not available for analysis. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 14065681 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that patient and pharmacological factors along with progression of existing disease contributed to the event. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00284 and 3003742446-2010-00285.

Manufacturer narrative:
The product remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14065681 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00284 and 3003742446-2010-00285. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that a patient called for medical information and reported adverse events. The consumer had a cypher stent placed in the left anterior descending (lad) artery for a 95% blockage. Approximately one year and seven months after the index procedure, the patient had a cypher stent placed in the target vessel for a pre-existing blockage which had increased from 45% to a 99% blockage. Approximately two years and three months after the index procedure, the patient experienced chest pain after jumping into a cold pool. The event resolved without treatment the same month that it occurred. Approximately two years and six months after the index procedure, the patient reported she was not feeling well and a stress test was performed. The patient reported the doctor stated her stent "collapsed and failed" a month later. As treatment for this event the patient had 4 xience stents placed in the lad requiring hospitalization. The resolution of the event is unknown.